Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer provided a catheter and a guide wire inside an advancer tube. The needle was not returned. The catheter appeared typical. Part of the guide wire was protruding through the advancer tube. The guide wire was removed and examined. The coil wire was not stretched. The distal end of the core wire was exposed and coiled like it had been pulled over the edge of a hard object. The tip of the core wire had separated adjacent to the distal weld. Microscopic examination revealed a plastic deformation and necking of the wire in the area of the break. The distal weld and 1 cm of the coil wire were missing. A review of manufacturing records did not yield any relevant findings. Based on the characteristics of the damage to the guide wire and the information reported, operational context caused or contributed to this event. No further action will be taken.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the procedure was being performed in the intensive care unit. During insertion into the left radial artery, the clinician cannulated the vessel and advanced the guide wire and catheter. When the guide wire was being pulled back through the catheter, it separated into two pieces. The clinician was able to extract the separated piece of wire without intervention and an ultrasound was performed to ensure there was no wire left in the patient. The used catheter was compared to a new catheter to ensure it was intact and had all been removed. There was no delay in treatment and no patient death or complications reported. The patient was discharged from the ICU in stable condition.